Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the customer's buttons was unresponsive when attempting to clear a low reservoir alert. The patient's blood glucose at the time of incident is unknown, but her blood glucose during the call was 388 mg/dl, which the customer planned to treat with a manual insulin injection. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with an unresponsive esc button due to a flattened dome. The keypad connector was inspected and no anomalies were noted. The pump was received with minor scratches on the lcd window.